Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t8dk, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer felt no stimulation. An impedance measurement was performed and all electrodes including #0 were measured and showed over 4000 ohms. The combination of 0+2- was changed to 1+2- and following this the consumer felt stimulation and 1111 ohms was measured. Nothing in particular was noted to have led/contributed to the event. The issue was not resolved at the time of the report. The consumer¿s underlying disease was incontinence of feces.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the high impedance was unknown. The hcp decided to continue the use of the device after the settings were changed to other combination of electrodes. No further issues have been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.